Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis showed cuttings in the insulation, deformation of the inner and outer coil as well as a bent fixation helix. These damages require the presence of mechanical stress. Traction forces during the explant procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific rec'd info that this right ventricular lead got dislodged a few weeks after it was implanted due to tricuspid regurgitation. The physician successfully implanted another lead in the right ventricle and this lead was explanted and no longer used. No adverse pt effects were reported.